Manufacturer narrative:
Evaluation summary: device a was returned with the firing trigger jammed halfway, otherwise in good visual condition and loaded with a 6/8 partially fired tr45w cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. Device b was returned with the firing trigger jammed halfway, otherwise in good visual condition and loaded with a 1/2 partially fired tr45w cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was damaged. Batch: y5ev2h, mfg date: 03/2005, exp date: 02/2010.

Event description:
The two devices received without information. No reported patient consequence.